Event description:
It was reported when using the bd tube glu plh 13x75 2.0 plbl gr had abnormal glue stopper that makes it difficult to remove the stopper. There was no report of impact to patient or user.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 09-jan-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 1 sample and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed. The customer sample was evaluated by visual examination and the indicated failure mode for improper assembly with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube glu plh 13x75 2.0 plbl gr had abnormal glue stopper that makes it difficult to remove the stopper. There was no report of impact to patient or user.

Event description:
It was reported when using the bd tube glu plh 13x75 2.0 plbl gr had abnormal glue stopper that makes it difficult to remove the stopper. There was no report of impact to patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name:(B)(6) h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.